Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt with ECG electrodes and 3 lead pt cable for ECG monitoring. According to the rptr, the device displayed dashed lines and could not be read. A backup device was called for and used and, according to the reporter, the same malfunction occurred. A paramedic at the scene observed a "newer model" television powered on near the bedside and powered it off. The reporter stated the dashed lines ceased and the pt's ECG became normal and readable. No adverse effects to the pt were reported as a result of the alleged malfunction.